Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The pt reported blood glucose results of "128 mg/dl and 99 mg/dl" with the lifescan meter, performed within 10 minutes of each other.